Manufacturer narrative:
The insulin pump received with operating currents within spec and passed self-test and rewind. However, device failed sensor test, problem isolated to force sensor. Unable to perform basic occlusion, occlusion, force sensor test due to faulty force sensor. No power loss alarms noted. Power management tool confirms the unloaded voltage and loaded voltage are within specs. The motor was tested outside the device and passed. The insulin pump received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received excessive no delivery alarms and battery error alarms. Customer's blood glucose was unknown. Insulin pump would be replaced.